Manufacturer narrative:
Qn#(B)(4). Sample will not be retutned for evaluation.

Event description:
It was reported the catheter was inserted into the patient's internal jugular in surgery. While the catheter was in use, the patient was in the shower on the med surgical floor when the cna noted that the third lumen was sheared/broken off a the blue clamp. The blue clamp was missing and the physician was called. She clamped the line and removed it. The patient was taken to scan to make sure there was no air in the vessel and a new central line was placed successfully. Ther was no delay in treatment and no patient death or complications reported.